Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: b1, b4, b5, g4, g7, h2, h6. No devices, medical records, or images were provided for review. A review of the device history records was unable to be performed as part and lot number were not identified. A definitive root cause cannot be determined due to limited information received. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Mäkinen, t.j., abolghasemian, m., watts, e. Fichman, s. G., kuzyk, p. Safir, o. A. & gross, a.e. (1 may 2017) management of massive acetabular bone defects in revision arthroplasty of the hip using a reconstruction cage and porous metal augment. The bone & joint journal, vol. 99-b, no. 5, pages 607-613.

Event description:
It was reported in a journal article (see h10 citation) that a patient experienced fractures of the ischial flange and metal augment. Patient was revised with the same construct. No additional information is available.

Manufacturer narrative:
Based on the investigation results, it is not suspected that the tm augment failed to meet specifications. The investigation could not verify or identify any evidence of tm augment contribution to the reported revision. Since the tm augment part and lot numbers were not provided, the DHR could not be reviewed. No further action required; however, should additional information be received, this report will be updated.

Manufacturer narrative:
Investigation in process. Location unknown.

Event description:
It was reported in a journal article "management of massive acetabular bone defects in revision arthroplasty of the hip using a reconstruction cage and porous metal augment" that revision occurred due to loosening.